Event description:
The biomedical engineer (bme) reported that the multi gas unit was not giving readings when connected to a bedside monitor. This was discovered during a case, so troubleshooting was limited before swapping out the unit. They tried swapping cables with no change. Customer swapped this gas unit with another one and data came across immediately, issue appears to be with this unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi gas unit was not giving readings when connected to a bedside monitor. This was discovered during a case, so troubleshooting was limited before swapping out the unit. They tried swapping cables with no change. Customer swapped this gas unit with another one and data came across immediately, issue appears to be with this unit. No patient harm was reported. Investigation conclusion: on (B)(6) 2026, the customer reported that the gf-210ra multigas unit was not providing readings when connected to a bsm monitor. The issue was discovered during a patient case; however, troubleshooting was limited before the unit was swapped out. The customer confirmed that there was no patient harm. Swapping cables did not resolve the issue. When the gas unit was replaced with another unit, readings were immediately restored, indicating the issue was isolated to the reported device. Upon receipt, the unit was cleaned and decontaminated. Physical inspection confirmed the model and serial number, with no visible damage, scratches, or signs of liquid exposure. The unit received with water trap missing. The unit had 2,591 operating hours. Software version 01-11 and firmware revision 04.23.02 were verified. Functional testing was performed using visia2 software with a bsm-6000 connection. During evaluation, the reported issue was successfully duplicated. The monitor displayed a "line block / gas device failure" error. Further testing confirmed internal pump failure. Replacement of the internal pump or gas module is required. Root cause summary/results: the reported issue was caused by an internal pump malfunction within the gf-210ra gas module. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Bedside monitor model: ni, sn: ni. Additional information: b4. Date of this report, d9. Device available for evaluation, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi gas unit was not giving readings when connected to a bedside monitor. This was discovered during a case, so troubleshooting was limited before swapping out the unit. They tried swapping cables with no change. Customer swapped this gas unit with another one and data came across immediately, issue appears to be with this unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 01/30/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/03/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Bedside monitor model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the multi gas unit was not giving readings when connected to a bedside monitor. This was discovered during a case, so troubleshooting was limited before swapping out the unit. They tried swapping cables with no change. Customer swapped this gas unit with another one and data came across immediately, issue appears to be with this unit. No patient harm was reported.